Event description:
It is reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) didn't stop. There is no patient harm or delay reported.

Manufacturer narrative:
At the time of this report, the device was not returned to the manufacturer. A follow-up medwatch will be submitted once the device is returned and investigation complete.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, was returned for complaint investigation. Upon receipt, it was confirmed that the unit was not functional. The trigger/controller boards wire, the trigger board and the motor were defective. The trigger/controller boards wire, the trigger board and the motor were replaced. The controller board, the heat shrink, the battery support and seals were also replaced for repair purpose. The reported defect was not confirmed. The product was returned to the customer.